Event description:
It was reported that a patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (pd) which caused peritonitis. The peritonitis was manifested by cloudy effluent and elevated white blood cell count. There was no further description of the break in aseptic technique. The patient was hospitalized for the event. On unreported date in (B)(6) 2014, the patient was treated with vancomycin injection 1 gram daily intraperitoneally (duration not reported) and gentamicin 1 gram daily intraperitoneally (duration not reported) for the peritonitis. On an unreported date in (B)(6) 2014 during the hospitalization; the pd catheter was removed, pd therapy was discontinued, and in the month following the event, the patient was started on hemodialysis. After eight days of hospitalization, the patient was discharged. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4) . The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.